Event description:
It was noted that the patient's system was tested prior to an unrelated procedure. It was noted that capture thresholds were significantly elevated and pacing impedance was quadruple the impedance at implant on the right atrial (ra) lead. The ra lead was capped (B)(6) 2023 and replaced. The patient was stable.